Event description:
Asr revision. Asr xl system (right). Reason(s) for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected. New etq record created in order to update etq (legal system) complaint number dint 23123. Reason for original complaint ¿ asr revision asr xl system (right) reason(s) for revision: component loosening (cup) and pain this dint relates to revision 2 of 2. For revision 1 of 2 please see dint 21927. Nb. Cup and stem had remained in situ through first revision. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.